Event description:
A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. Two screws broke during insertion. Tips of the screws remain in the pt.

Manufacturer narrative:
No further complications have been reported. Current info is insufficient to permit a valid conclusion about the case of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.